Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 313 mg/dl; cause was unknown. The customer attempted to address bg with a correction bolus. Reportedly, the customer had a headache, nausea, vomiting and diabetic ketoacidosis. Reportedly the customer was discharged on (B)(6) 2025. Reportedly, on (B)(6) the customer returned to the emergency room. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.